Event description:
It was reported that there was a burning sensation in the device pocket occasionally when stimulation was on. It did not happen all the time. The patient denied any injury to the pocket site. Impedance testing was performed and no action was required as a result of the event. Impedance check was normal and the patient was getting effective stimulation. The pocket site was without any redness or swelling. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).